Event description:
Additional information was received which indicated no patient involvement.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5, h6). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing found the 45985 error code message constantly alarmed at pump start up. Replaced the inoperable memory protection unit (mpu) board. The root cause of the reported issue was found to be component failure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 45995. It is unknown if there was no patient, or clinician injury associated with this event.